Manufacturer narrative:
The reported event of device dislodgement was not confirmed. Visual inspection showed that the helix was within specification and no anomaly was noted. No issues were detected.

Event description:
It was reported that the patient presented for a leadless pacemaker implant procedure. During procedure, it was noted that the leadless pacemaker had dislodged after being released from tether mode of the delivery catheter. The reported leadless pacemaker was not implanted and the procedure was completed with an alternate leadless pacemaker on (B)(6) 2022. The patient was in stable condition.